Manufacturer narrative:
The electrical cable was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was supported with a paracorporeal. Ventricular assist device (pvad) for biventricular support. During pt transport to CT scan, upon return to the unit, the electrical cable was damaged. It was reported that the electrical cable was run over. The pt was switched over urgently to the backup ddc console, however, the backup console did not support the pt adequately.